Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call, the number were ramping and the scroll bar was moving up or down with no input from the user. Customer's blood glucose was 135 mg/dl. The anomaly has been occurring during normal use of the device. Customer was advised needed to be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. No scrolling numbers display anomaly noted. The insulin pump received with cracked display window, cracked battery tube threads and cracked reservoir tube lip.